Event description:
It was reported that the patient was presented to the hospital after receiving a patient alert. Upon interrogation high, out of range, pacing lead impedance and exit block were observed. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.